Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 480 mg/dl. A correction bolus was delivered to address bg level prior to arriving at the ER. In the ER, the customer was treated with intravenous fluids of saline and insulin. The customer was released a few hours later with the issue resolved and no permanent damage. Reportedly, an unexpected reset occurred as well as an unexpected shutdown. A full pump system check was performed and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.